Event description:
Hurts 25% of time, cannot lift leg, have to help, hurts to walk. Leg started to hurt walking and doing any leg movement, have to lift leg by hand. Don't know what happened, just started hurting like before I had the new hip.